Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The forceps elevator channel of the colonovideoscope tested positive for 17 colony forming units (cfus) of providencia stuartii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 cfu of streptococcus salivarius. The device was retested, and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: air/water-channel. Cfu: 17cfu. Bacterial identification: providencia stuartii. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel/suction channel. Cfu: 1cfu. Bacterial identification: streptococcus salivarius. Sampling from: air/water channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel/suction channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water-channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in the device instructions for use (IFU): ¿IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.